Manufacturer narrative:
Product investigation completed. As the complaint component was not returned for analysis, no product analysis could be performed. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient experienced atrophy with an artificial urinary sphincter (aus). A surgical procedure was performed in which the existing cuff was removed and a new shorter component was implanted. The physician felt the previous cuff was the incorrect size but there were no device performance issues associated with it. No information was provided about the patient's outcome.